Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00266. It was reported the patient was implanted with two trial leads. Two days later the patient went to the emergency room due to a painful headache. The leads were explanted and it was noted the patient suffered a cerebrospinal fluid leak. The patient was treated with caffeine.